Event description:
Approximately 16 minutes into a 3.5 hour dialysis treatment the tmp went in excess of 500mmhg and the dialyzer clogged. The staff replaced the dialyzer. Dialysis treatment was continued. Approximately 16 minutes into the continued treatment the same problem occurred again, tmp in excess of 500mmhg and the dialyzer clogged the patient was weighed, she had lost approximately 1.3 to 1.5 liters in about 30 minutes, the value should have been about .23 liters. The patient was moved to another machine to complete the treatment. No further problems occurred.